Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/2.5/074 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was explanted due to excessive vault. On (B)(6) 2019 a replacement lens of shorter length was implanted and the problem was resolved.

Manufacturer narrative:
Corrected data: b4 - date of this report: (B)(6) 2019. G4 - date received by manufacturer: (B)(6) 2019 should be corrected to (B)(6) 2019 in initial medwatch report. H6 - device code 1494: off-label use (acd < 3.0mm) claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).